Manufacturer narrative:
Insulin pump alarmed general after battery installation due to voltage leak at c37i/b. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube window and battery tube threads. Insulin pump received with minor scratched display window.

Event description:
It was reported that the insulin pump alarmed general and settings clears after every battery changed. Customer's blood glucose was 117 mg/dl. No further information provided.